Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: there was postoperative bleeding. There was no unanticipated tissue loss. There was no tissue damage. No reoperation was needed. No transfusion was needed. No reinforcement material used. There was extended hospital stay. Subsequent follow up: following surgery how was the bleeding recognized: blood in feces, melena symptoms, decreased hgb. Were there any problems with bleeding noted at the time of the original surgery: the surgeons has been placing more clips on the staple row that they use to do and feels that is bleeding more from the reloads. Where was the bleeding noted to be coming from: (gastrojejunostomy (linear formed or circular formed?) Jejujeunostomy: in all cases bleeding came from gastrojejujunostomy made with reload 030422.; what was done to control the bleeding or how was the bleeding treated: by sewing.